Event description:
The customer received a questionable estradiol result for one patient sample. The initial result was 2925 pmol/l and was reported outside the laboratory. This result was queried by the consultant as it did not fit the clinical picture of the patient. The same sample was repeated and the result was 120 pmol/l. A second sample from the patient was tested and gave a result of 70 pmol/l. The first sample was sent to the customer's main laboratory for testing and the result was 120 pmol/l. An additional repeat result of 104 pmol/l was provided. Clarification concerning this result was requested, but was not provided. The patient was not adversely affected. The estradiol reagent lot number was 175761 with an expiration date of 02/27/2015. The customer performed a precision check and ran performance testing.

Manufacturer narrative:
Additional information was received clarifying that after the result of 2925 pmol/l was received, the sample was sent to another laboratory and the result of 104.0 pmol/l was received. This same sample was sent back to the customer and retested on the cobas e 411 with a result of 120.9 pmol/l. A specific root cause could not be identified. Quality controls were within specification. The measuring cell was replaced and results were within specification. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).